Manufacturer narrative:
The complaint of damage to the guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a 0.018¿ x 35cm guidewire. Gross visual evaluation discovered that the two components of the wire (coiled and core wires) at the distal end of the sample were separated. Red/yellow residue was also seen throughout the wire. Microscopic examination of the distal region found the coil wire to contain a cut. The fracture surface was planar and relatively reflective. The wire was tightly coiled leading into the cut which was also consistent with a cut wire. The wire was measured to be 34.0cm in length and the missing ~1.0cm segment was not returned for evaluation. Microscopic examination also confirmed the red/yellow residue to be consistent with biological residue. The usage residue and state of the sample were consistent with a cut during product use. No potential manufacture contributing factor was observed. A lot history review (lhr) of rebw0101 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that barbs and rust were found on the mst guide wire. The device was not used on a patient.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0101 showed five other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that barbs and rust were found on the mst guide wire. The device was not used on a patient.